Event description:
Information provided that the trendelenburg was not working on the bed.

Manufacturer narrative:
Technician found the emergency trend was not working correctly due to bad valve. Replaced the emergency trendelenburg valve assembly to resolve this issue.